Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that after assembling the cap to the cement reservoir, water came out from the device¿s rectus connector. As a result, pressure could not be built up to apply cement. Another kit was on hand to complete the procedure. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
Visual inspection of the returned product found no abnormalities or defects. Functional evaluation was performed on the returned kit and its components. No leaks were observed from the cement reservoir and its cap. However, hydraulic pump water did flow past the cement reservoir piston, filling the gaps between the hardened cement and the cement reservoir. Further examination found the piston wall looked deformed and caved in which could have prevented pressure build up before the cement was hardened. The safety release valve on the hydraulic pump was found to function properly. Review of the device history records of the kit and its components found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Review of product complaints for the past twelve months found no emerging trends. The reported leakage condition of the rectus connector was not confirmed. However, the piston of the cement reservoir component was found to be deformed. This deformity could not have caused a leak or pressure loss because all o-rings and seals were undamaged. Root cause of the leak is unknown because all o-rings and seals were operational. It is possible that the user may not have tightened the cement reservoir cap onto the cement reservoir. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.